Manufacturer narrative:
The reported event of missing upward movement of the treatment arm is a known-software anomaly on the reported device, that after treatment is finished, the treatment arm cannot be moved with the joystick and stays in the z-treatment position. The user has to use the manual patient release to lift up the treatment arm and to release the patient. The software anomaly was evaluated : no foreseeable safety risk due to the issue presenting post-treatment and the user being made aware of error enabling them to take corrective action by utilizing the manual patient release. The root cause for laser arm not moving after treatment is a known software anomaly. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Review of the logfile for the day of treatment shows all laser system functions were within specifications for the day, there were no abnormalities that could have contributed to reported event. Cas (clinical application specialist) review concluded that suction ring centering and then canal placement were not good at all. The first bubble is not a vgb (vertical gas breakthrough), but gas under the patient interface because the canal was not extended (it was also difficult because the suction ring was centered quite to the superior). According to information provided, the patient has an epithelium a little thicker than normal and also dry eye symptoms. The root cause for the keratitis could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
The doctor reported the patient has healed completely. The cornea has returned to the normal conditions. The patient has an epithelium a little thicker than normal and also dry eye symptoms. This was noted while planning the surgery.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported after flap creation in the right eye, the user was not able to move the treatment arm upwards with the joystick to remove the cone. The doctor saw the patient six hours later and had intense keratitis in the right eye. The plan is to proceed with photo refractive keratectomy when the patient is stable. Additional information has been requested.